Manufacturer narrative:
Correction to: the patient was asymptomatic to the backup. (B)(4).

Event description:
The patient was asymptomatic to the backup.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remote via merlin.net, backup vvi mode was noted. The patient presented in clinic for further investigation. After a device restoration -firmware download-, the device resumed normal function. The patient would continue with regular follow up.